Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.5/1.0/084 (sphere/cylinder/axis) was implanted into the patient's right eye (od). Patient developed uncontrolled inflammation and the lens was explanted.

Manufacturer narrative:
Patient information unknown. Work order search found no similar complaints. Claim# (B)(4).